Manufacturer narrative:
The medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Additional (two) bare metal stents was used. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/ interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The 16fr gore® dryseal flex introducer sheath was inserted from the right side. After all devices were implanted, then, upon the physician arrested bleeding the puncture site using perclose device, it was observed that the blood flow of the right puncture site was poor. The angiography revealed that the right external iliac artery dissection and occlusion. The right puncture site was closed surgically and repair of the dissection and the occlusion. The blood flow was improved and the procedure was concluded once. Before the patient exited the operation room, the blood flow of the dorsal pedis artery was not able to be confirmed by the doppler. The angiography was performed again, and it was observed that the right external iliac artery dissection remained. Two bare metal stents were implanted to treat it. The blood flow of to the superficial femoral artery was improved. The procedure was concluded. The physician said that the patient vessel had been weakening. Reportedly the diameter of dissection site was about 6mm.